Manufacturer narrative:
The customer¿s experience with defective display boards is believed to be associated with dim segment(s) on u4 7 segment display. Dim segment(s) were observed on all of the returned display boards. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. A supplier product change notification (pcn-2524) was issued to improve the manufacturing process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported 4 failed display boards. The technicians are doing pm¿s daily and finding them frequently .there was no report of patient involvement.